Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited failure to capture and far r-wave oversensing. A chest x-ray was performed and revealed right atrial lead dislodgement. The physician repositioned the lead on (B)(6) 2020. The patient was in stable condition.